Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. Upon interrogation of the pulse generator, an alert for pacemaker mediated tachycardia was seen. No intervention or patient symptoms were reported.